Event description:
Percutaneous transhepatic cholangiole drainage was performed. Info was provided that the 0.018 inch wire guide was to be inserted to bile duct with use of the puncture needle included in the package. During manipulation of the wire guide, the flexible tip was stuck in the needle. The flexible tip (about 3 cm) then separated and remained in the pt. No info was provided by the reporter regarding pt outcome or if add'l procedure was performed.

Manufacturer narrative:
Exp date: unk as lot is unk. No info was provided regarding pt outcome/consequence. Separates is not specifically addressed on the caution label. No product was returned to assist in this investigation. Per spec, this device is insp 100% for bends, kinks, adequate joint strength and other surface imperfections during the mfg process and again, prior to transport. In addition with this wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal or manipulation through the needle (per warning label) or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. The statement in the event description "during manipulation of the wire guide, the flexible tip was stuck in the needle" indicates that user error may have been a contributing factor. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.